Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue was the stratafix symmetric suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? Where did the suture start (top to bottom or bottom to top)? When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? What post op date did the patient present with symptoms of dehiscence? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What post op date did the patient present with infection? Were any cultures taken of the wound? What were the results? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? Can you identify the lot number? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found intact and tissue pulled away from suture? What is the current condition of the patient?

Event description:
It was reported that a patient underwent total knee replacement on unknown date and barbed suture was used. The patient experienced wound dehiscence and infection on unknown date. An additional procedure was performed on an unknown date to re-implant the total knee. The surgeon opined that he was not sure if the suture was the cause of the dehiscence. The current condition of the patient is unknown. Additional information has been requested.